Event description:
The blood center's use of an orsense thumb hgb monitor gave false readings and prevented patient from donating badly needed blood. Specifically, (B)(6) 2024, orsense 11.6 g/dl hgb, and (B)(6) 2025 12.4 g/dl. In contrast, a lab blood draw/cbc(complete blood count) on (B)(6) 2024 gave a hgb level of 14.0 g/dl. This inaccuracy could affect many other patients and reduce availability of blood donations. Patient has no history of anemia and no symptoms of anemia. Ref report: mw5164405.